Event description:
It was reported that a pacemaker had triggered an inappropriate atrial tachycardia/atrial fibrillation (at/af) detection due to far-r over sensing. It was identified that the his-bundle lead was inserted in the pm's atrial port. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.